Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the travel reverse error. The probable cause is the fluid ingression found on interconnect printed circuit board and speaker. The device passed all functional tests after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation produced a travel reverse error. There was no patient involvement.